Event description:
Received info stating customer's pump unexpectedly reset. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, eval is not yet complete. A f/u report will be filed.